Event description:
Customer reported the lvp disconnected from the pc unit while transporting the patient. Stated the patient, clinically unstable, was being transported from the ICU to surgery when the lvp disconnected from the pc unit, causing the infusion of norepinephrine to stop infusing. The patient's blood pressure decreased to 50 mmhg but following medical intervention, it stabilized. The type of medical intervention performed was not specified by the customer. The anesthesiologist was the person transporting the patient at the time of the incident and treated the patient's hypotension. There was no adverse patient sequelae. Although requested, no further event or patient information was provided.

Manufacturer narrative:
(B)(4). Lvp (pump module) was received for analysis. A follow up report will be submitted with any relevant information.